Manufacturer narrative:
Investigation: production process: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. Surgeon information and x-ray analysis: the surgeon raised the option that the system functions better without the extender component. X-ray measurement done by the company did not indicate of a change in poster or deformity size between the 6m and 20 months follow up x-ray. Risk assessment: the company clinical evaluation report (cer dms -727 rev t) indicated a superior performance of the mid-c system with the extender component compared to without it. In addition, no new risks or increase in the trend of known risks was identified when using the extender. The company is monitoring the performance and safety of the mid-c system continuously.

Event description:
The surgeon sent the patient a 20-month follow-up x-ray. In his email, he made stated his opinion " I believe that extensor makes a secondary controlateral curve. Maybe I prefer the apifix system without extensor".